Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) went into ventricular fibrillation (vf) during a generation change procedure. Technical services (ts) reviewed device data and noted a pause in heart rate prior to electrocautery noise on both the right atrial and right ventricular channels. Ts noted that the patient's rhythm was likely already in an arrhythmia, however recommended physician review to confirm, but the cause was not determined. The patient was continuously monitored at the hospital to resolve. This device was subsequently explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.